Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good condition, no physical damage was found on the pump. Labels are undamaged. Tamper seal missing. Performed functional check. Visually inspected the pump. Internal inspection executed. Customer stated problem confirmed. No air alarm. Air detector was switched off. The root cause could not be determined. No further action was taken (air detector turns on). The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air sensor was defective and there was no air alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.